Event description:
It was reported that the unit has no ac operation. There was no pt associated with the reported event.

Manufacturer narrative:
Physio control, inc. Evaluated the device. The root cause was determined to be due to a failure of the power supply. After replacing the power supply assembly, proper operation was confirmed and the device was returned to the customer.